Event description:
Healthcare professional reported that a patient experienced ¿swelling, pain, infection (appears to be dental infection and not related to the device)¿ after a couple of days post-injected in the mid face/ chin with juvéderm® voluma¿ xc. Patient was admitted to ER and currently monitoring situation.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "dental infection," deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 918. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of abscess on lower right jaw (not device related) is considered an unexpected adverse drug experience.

Event description:
Additional information reported patient was injected with juvéderm® voluma¿ xc in the bilateral cheeks and bilateral pre jowl sulcus. Patient experienced tooth infection 6 days after injection. Causality was noted as due to "cracked tooth lower right diagnosed by dentist" and patient started antibiotics for it. Four days later, patient was ¿admitted for IV antibiotics and IV steroids." Basic labs and CT were performed at the hospital with results noted ¿slightly elevated cbc white blood cell cant, CPR, sedate, CT showed abscess right lower jaw uncertain etiology." Event has resolved 17 days from date of onset.